Manufacturer narrative:
The lead was destroyed during explant and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, oversensing and high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture consistent with clavicular crush was identified under fluoroscopy. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.